Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (500mcg/ml at 150.17mcg/day) via an implantable pump for unknown indications for use. It was reported that at the patient's pump replacement for normal battery depletion, fluid was seen around the pump. It was noted that the patient has had consistent fluid around the pump since their previous pump replacement. There were no external factors involved and no troubleshooting was performed. The healthcare provider collected the fluid and white substance and sent it to the lab. The event was not resolved.

Event description:
Additional information was received from a company representative (rep) reporting that they did not have any more information regarding the event. It was reported that the pump and catheter were not explanted at the time of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.